Event description:
During the procedure these 2 coils (micrusphere 10 cerecyte microcoil csp10050030/(B)(4) and presidio 18 cerecyte microcoil pc418124030/ (B)(4)) were pre-detached in the unknown (mc) microcatheter. Both devices were removed very safely. The procedure was successfully done without any adverse events. Both components were going to be return for analyses, but to date neither device has been received.

Manufacturer narrative:
During the coil embolization procedure of an unknown vessel, 2 coils (micrusphere 10 cerecyte microcoil csp10050030/c17119 and presidio 18 cerecyte microcoil pc418124030/ c17493) were pre-detached while advancing in the middle section of the prowler select lp (mc) microcatheter. Both devices were removed very safely. The procedure was successfully done without any adverse events and with the same mc. No additional torque or manipulation was used when advancing the coil systems through the microcatheter, and a constant and dedicated saline source was used at all times through the microcatheter. The microcatheter was not reshaped, and after the event, no damages were noticed on either device (kink, bend, fracture, stretched, etc.). Both components were going to be return for analyses, but to date neither device has been received.as viewed through the returned packaging, it was found that the fold in the packaging caused multiple damages to the returned device. This caused a severe kink to the core wire and to the distal section of the device positioning unit (dpu). As observed through the returned packaging, the damaged and detached complaint coil was returned protruding out of the prowler select lp microcatheter and was stretched and entangled. The returned manufactured coil length of 40.0 centimeters was stretched approximately 134.0 centimeters with the majority of the stretching found inside the microcatheter. A guide wire was utilized in pushing the coil out of the severely damaged microcatheter. The echelon 10 microcatheter was not returned, instead a prowler select lp was returned with the distal section severed and not returned. Approximately 31.0 centimeters of the distal section of the returned prowler select lp microcatheter was severed and not returned. The microcatheter was severed by mechanical means. The coil¿s socket ring was severed by mechanical means. The fracture is ductile in nature requiring external force. No material defects were observed to the severed ends. The coil was unraveled out of the soldered section with external force involving the possibility of torque being applied. The outer sheath surrounding the resistive heating coil exhibits signs of heat as the material has melted and bubbled away from the surface and has exposed the resistive heating coil itself. The detachment fiber exhibits signs of melting. The distal section of the coil is undamaged. There is no external mechanical sheath damage found at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and its surrounding edges have been severely damage and elevated above the surface plane. Located at the locking mechanism is compression and stretching damage. Concerning cleanliness only, the returned microcoil system and the prowler select lp were returned in almost pristine condition the systems were either not used or were both cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the devices were further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. There are four possible, but equal contributing factors to the coils detachment inside the microcatheter. These contributing factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor to the unintended detachment inside the microcatheter may have occurred when the detachment button was pressed causing the detachment fiber to melt and possible adhere to the inner lining of the microcatheter. This may likely have prevented the coils advancement and may have severed the coil¿s socket ring when the coil was attempted to be removed by retraction force. This action would have separated the coil and caused a loss on concentricity between the distal tip of the dpu and the proximal end of the coil. This loss of concentricity may have caused the coil to have been pushed into the sidewall of the microcatheter and possibly severely damage the coil if any advancement of the coil was attempted. The evidence suggests that after the procedure, an attempt was made to severe the microcatheter and pull the coil out distally which caused the stretching to occur. If the detachment button was pressed with the coil inside the microcatheter, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿after verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding¿¿ the secondary contributing factor to the coils unintended detachment inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire to protrude outside the sheath and may have damaged the proximal section of the coil. If the proximal section of the coil was damaged and was lodged into the microcatheter, then this may have produced the fracture to the coil¿s socket ring causing a mechanical detachment during removal. The evidence of the coil¿s socket ring found to have been stretched proximally in a ¿straight line¿ supports this as a contributing factor. In this condition the coil cannot be advanced or retracted. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the third contributing factor to the coils unintended detachment inside the microcatheter may have been the selection of an incompatible 10 series microcatheter that was used with an 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿the codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumen of the prowler select lp is 0.0165¿. In addition, without the returned of the severed 31.0 centimeters of the prowler select lp microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. The fourth possible contributing factor may have been due to distal interference and the temporarily anchoring of the coil. The source of this interference; whether of a fixed or detached nature cannot be determined. The circumstances that may have resulted in the interference and the anchoring of the coil leading to the mechanical detachment cannot be determined as the event description was very limited in its scope. Concerning the returned prowler select microcatheter (lot unknown) was visually inspected under high microscopic settings and no damage to the tube was found. The prowler microcatheter was then flushed with no obstructions found. A 0.014¿ guide wire was then advanced through the microcatheter and no resistance encountered. Using a 10 series compatible new microcoil system and the returned damaged prowler select lp microcatheter (lot unknown), the coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter with no problems encountered. Therefore, it is highly unlikely that this prowler select lp microcatheter, by itself, did not contribute to the field complaint. However, without the returned of the severed distal 31.0 centimeters of the prowler select lp microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the reported event of coil premature detachment was confirmed. The most likely root cause of the unintended detachment is the coil becoming anchored within the microcatheter during advancing. Due to the returned condition of the device functional testing for insertion through the microcatheter cannot be performed, however the concomitant microcatheter was tested with a lab sample and the microcoil advanced without any issue. Based on the available information and analysis of the returned device, no conclusion can be made regarding the reported advancing difficulty during insertion of the microcoil through the codman microcatheter. It appears that advancing difficulty through the microcatheter may have led to the detachment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.this is one of 3 products associated with sr 1-1180485772.

Manufacturer narrative:
Neither device was available for analyses. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaints. Without the devices, the reported event of premature detachment could not be confirmed, however, the DHR for the lot provided indicated that the lot 96331160 was manufactured under normal operating conditions. Based on the information, procedural factors appear to have contributed to the event. Therefore, no corrective actions will be taken at this time. This is one of 2 products associated with (B)(4).

Manufacturer narrative:
During the procedure these 2 coils (micrusphere 10 cerecyte microcoil csp10050030/c17119 and presidio 18 cerecyte microcoil pc418124030/ c17493) were pre-detached while advancing in the middle section of the excelsior sl10 (mc) microcatheter. Both devices were removed very safely. The procedure was successfully done without any adverse events and with the same mc. No additional torque or manipulation was used when advancing the coil systems through the microcatheter, and a constant and dedicated saline source was used at all times through the microcatheter. The microcatheter was not reshaped, and after the event, no damages were noticed on either device (kink, bend, fracture, stretched, etc.). Both components were going to be return for analyses, but to date neither device has been received. This sr 1-1180485772 contained 2 products reported in separate reports.